Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump would not charge normally. When the pump was connected to a power source, it would not recognize the power source. It was also reported that the customer had difficulty powering the pump on after placing the pump in storage mode. There was no impact to the customer's blood glucose level. It was indicated that the current pump and/or manual injections would be used for diabetes management.